Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and that the wake button was stuck. Customer's blood glucose was 119 mg/dl. Customer reverted to manual injections.